Event description:
It was reported that, on an unknown date, a 32" (81 cm) appx 3.5 ml, 15 drop admin set w/rotating luer, hanger was found to have particulate matter inside the tube. It was reported that they noticed a black spec inside the line that looks like either a bug or a piece of fabric during priming. This is a secondary line with an antibiotic for intravenous (IV) infusion. It was also noted that the line was not used since it was no longer sterile and has an unidentified object inside. There was no patient involvement and no human harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.